Manufacturer narrative:
Additional information: d4; d5; h4; h6; h11. Investigation results: an analysis of the product could not be performed since a physical sample was not received for evaluation. "A manufacturing record evaluation was performed for the finished lot number 3822871 (product code 810041bl), and no non-conformances / manufacturing irregularities were identified. Expiration date: 31.dec.2017 manufacturing date: 13.jan.2015" as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition; therefore, it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing number is (B)(4).

Event description:
The patient, who had a history of urinary incontinence dating back to 2016, experienced a recurrence of stress urinary incontinence. To address this, she received a tension-free vaginal tape (tvt) strip (ref. 810041bl; lot 3822871; johnson & johnson). Unfortunately, after an early failure, she experienced a return of incontinence following a coughing episode related to pertussis. As a result, a second tvt strip was placed, and a rectocele repair was performed through the vaginal route in (B)(6) 2017.

Manufacturer narrative:
The product was not returned.the investigation is ongoing and the results of investigation will be reported. This complaint is related is related to complaint (B)(4). This report is related to report 3003990090-2025-01683. The manufacturing number is (B)(4).